Manufacturer narrative:
The covidien service engineer inspected the unit and confirmed that the inverter printed circuit board (pcb) was defective. Upon replacing it with a new one, the unit worked normally. (B)(4).

Event description:
Covidien received information stating that there was no display on the e360 screen. There was no patient involvement.